Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for eval.

Event description:
A report of a pt that was explanted due to a dull pain in and around the pocket site was received. The physician's assessment was to explant. Per the physician, the device was working properly and was providing stimulation.